Event description:
It was reported that during a percutaneous transhepatic cholongiogram, the v18 guidewire fractured. The customer stated that, "[the physician] used the v18 control wire on the pt, pt had a very tight lesion, and tortuous anatomy, [the physician] couldn't get the wire through the lesion, he applied more pressure and the tip break off. Had to go in with a device from another country's health care to snare the tip, to get it out of the pt. [The physician] decided to stop the procedure after the incident. No complications to the pt."

Manufacturer narrative:
Additional PMA/510(k) # is k934359.